Event description:
The customer reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer service team educated the caller about the effects of a pump shutdown on insulin settings and confirmed that the caller could resume insulin delivery. Technical support planned to investigate the battery consumption issue and follow up with the customer.